Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a bad image. There were no reports of patient harm.

Event description:
It was reported, that the rigid video scope had a bad image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation. And the customer's allegation was confirmed. Additional findings from the evaluation include: distal fiber breakage, dents on the distal edge, minor stains under light guide cover glass, cracks on the side of the video connector and light transmission failed. A definitive root cause could not be identified. Based on the results of the investigation. It is likely, that the following led to the malfunction: the device has "bad image", due to image out of field. The most probable cause of the complaint is d02, cause traced to component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.